Manufacturer narrative:
Citation: sciborski k, et al. The next step in transcatheter aortic valve implantation: transcatheter aortic valve replacement with basilica in a patient with a degenerated self-expanding transcatheter heart valve. Kardiol pol. 2021 dec 31. Doi: 10.33963/kp.a2021.0193. Published online: december 30, 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) -year-old female patient who underwent implant of a 29 mm medtronic corevalve transcatheter valve (unique device identifier number not provided) and developed structural valve deterioration with predominant stenosis (max/mean gradient of 83/50 mm hg) at seven years post-implant. Considering the high risk of left main obstruction with a degenerated corevalve leaflet, the authors decided to perform bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) prior to transcatheter valve-in-valve replacement. Subsequently, basilica was performed, splitting the degenerated corevalve leaflet in two, then an edwards sapien 3 valve was implanted valve-in-valve. Afterward, coronary artery flow was normal, and the procedure was deemed successful. No additional adverse patient effects or product performance issues were reported.